Event description:
Per provider unit is alarming with 1-2 high pressure. Per independent repair center statement, the unit is alarming or displaying a red light. The key failure was the poppet valve for the solenoid had a foreign substance. Additional malfunctions were: hose clamp for the manifold was leaking; zip ties were loose and the smart pack filter was dirty.